Event description:
It was reported that the patient ¿developed an infection just a few weeks¿ after implantation. The patient was ¿supposed to get a re placement stimulator¿ once her infection cleared up. Medical status prior to event, clinical course, treatment, and outcome was not reported. Additional follow-up is being conducted to obtain these answers.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kxcf, implanted: (B)(6) 2014, product type: lead. (B)(4). (B)(4). (B)(6).